Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
The investigation was unable to determine a root cause. The alarm trace from the analyzer did not provide an indication of a potential cause. Calibrations were acceptable at the time of the event. Further investigation could not be performed as the time the sample was measured was not known.

Event description:
The customer received questionable troponin t stat (tnt stat) results for one patient sample when tested on their cobas e411 disk analyzer (serial number 1075-13). The original result was 0.182 ng/ml. The sample was repeated on the same analyzer and recovered 0.012 ng/ml. The sample was also repeated on another e411 analyzer and recovered 0.011 ng/ml. The customer considered the original tnt stat result to be incorrect and it was not reported outside the laboratory. The patient was not adversely affected by the event. The field service representative did not determine a cause. He verified probe alignments and proper rinse (of the probes). He ran performance tests which were within specification.